Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead presented to the emergency room for an unknown reason. An interrogation of the device with a programmer noted an increase in pacing impedance measurements from 400 to 1,200 ohms and loss of capture (loc) and inappropriate rate response pacing. Boston scientific technical services (ts) discussed different behavior of the minute ventilation feature. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. The root cause was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.